Manufacturer narrative:
Device evaluation is not necessary because the reported event has been determined as not related to vns therapy.

Event description:
Article was reviewed and noted that one patient in the study had the generator removed due to infection. The infection had not responded to treatment but resolved after explanting the generator. Device return and evaluation is not necessary because the reported event of infection is not related to the functionality or delivery of therapy of the device. No further relevant information has been received to date.

Event description:
Information was received from the author of the study that livanova products were used in the study but those results were not included in the final paper. Therefore the infection that was previously reported was with a non-livanova device. No other relevant information has been received to date.